Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), pregnancy with contraceptive device ('pregnancy: stillbirth/miscarriage'), abortion spontaneous ('miscarriage') and genital haemorrhage ('bleeding: gen. Abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." And device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain: chronic/ pelvic"), abdominal pain ("pain: abdominal"), dysmenorrhoea ("pain: dysmenorrhea (cramping)"), back pain ("pain: back"), metrorrhagia ("bleeding: metrorrhagia (bleeding b/w periods)"), rash ("allergy: rash/skin condition"), skin disorder ("allergy: rash/skin condition"), hypersensitivity ("allergy: hypersensitivity"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: bladder probs.,urinary probs.,uti, vag. Infect., vag. Discharge, other"), urinary tract disorder ("bladder/urinary problems: bladder probs.,urinary probs.,uti, vag. Infect., vag. Discharge, other"), urinary tract infection ("bladder/urinary problems: bladder probs.,urinary probs.,uti, vag. Infect., vag. Discharge, other"), vaginal infection ("bladder/urinary problems: bladder probs.,urinary probs.,uti, vag. Infect., vag. Discharge, other"), vaginal discharge ("bladder/urinary problems: bladder probs.,urinary probs.,uti, vag. Infect., vag. Discharge, other"), fatigue ("other injuries/symptoms: fatigue"), tooth disorder ("other injuries/symptoms: dental probs"), gastrointestinal disorder ("other injuries/symptoms: gi conditions"), headache ("other injuries/symptoms: headaches"), tremor ("other: leg tremors and pain"), pain in extremity ("other: leg tremors and pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and migraine ("migraines"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes"), weight increased ("other injuries/symptoms: weight gain") and weight decreased ("other injuries/symptoms: weight loss"). Essure treatment was not changed. At the time of the report, the uterine perforation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, back pain, metrorrhagia, rash, skin disorder, hypersensitivity, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, tooth disorder, gastrointestinal disorder, hormone level abnormal, headache, weight increased, weight decreased, tremor, pain in extremity, female sexual dysfunction, menorrhagia and migraine outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, migraine, pain in extremity, pelvic pain, pregnancy with contraceptive device, psychological trauma, rash, skin disorder, tooth disorder, tremor, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic/chronic pain, abdominal pain, back pain, dysmenorrhea (cramping), psych injury, bladder disorder, urinary tract disorder, uti, vaginal infection, vaginal discharge, fatigue, dental problems, gi conditions, hormonal changes, headaches, weight gain, weight loss, leg tremor and leg pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: results of confirm. Test: perforation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received- case becomes incident. Event injury was removed. New events pain: dysmenorrhea (cramping),pelvic/ chronic , abdominal, back, bleeding: metrorrhagia (bleeding b/w periods),gen. Abnormal bleed , allergy: rash/skin condition, hypersensitivity, psych injury , pregnancy: stillbirth/miscarriage, device ineffective, perforation: uterus , bladder/urinary problems: bladder probs.,urinary probs.,uti, vag. Infect., vag. Discharge, other injuries/symptoms: fatigue, dental probs.,gi conditions, hormonal changes, headaches, weight gain, weight loss, other: leg tremors and pain were added. Product indication was updated. Lab data was added. Patient's date of birth was added. Reporter's information was added. On 13-sep-2019: plaintiff fact sheet and new event dyspareunia (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding), migraines , plaintiff did not undergo essure confirmation test were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') in an adult female patient who had essure (batch no. 040030-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included pregnancy with contraceptive device (pregnancy date :- 2015) and miscarriage. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pain: chronic/ pelvic"), menorrhagia ("menorrhagia (heavy menstrual bleeding)abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2013, the patient experienced gastrointestinal disorder ("other injuries/symptoms: gi conditions/ gastrointestinal or digestive system condition type: bowel problems"). In (B)(6) 2013, the patient experienced tooth disorder ("other injuries/symptoms: dental probs/dental problems"). In (B)(6) 2014, the patient experienced psoriasis ("rashes or skin conditions type:psoriasis"). In (B)(6) 2015, the patient experienced alopecia ("alopecia"). In (B)(6) 2016, the patient experienced hypoaesthesia ("injury(ies) or complication please describe: numbness in legs"). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy: stillbirth/miscarriage"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), abortion spontaneous ("miscarriage"), genital haemorrhage ("bleeding: gen. Abnormal bleed"), abdominal pain ("pain: abdominal"), dysmenorrhoea ("pain: dysmenorrhea (cramping)"), back pain ("pain: back"), metrorrhagia ("bleeding: metorhagia (bleeding b/w periods)"), allergic rash ("allergy: rash/skin condition"), allergic skin reaction ("allergy: rash/skin condition"), hypersensitivity ("allergy: hypersensitivity"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: bladder probs.,urinary probs.,uti, vag. Infect., vag. Discharge, other"), urinary tract disorder ("bladder/urinary problems: bladder probs.,urinary probs.,uti, vag. Infect., vag. Discharge, other"), urinary tract infection ("bladder/urinary problems: bladder probs.,urinary probs.,uti, vag. Infect., vag. Discharge, other"), vaginal infection ("bladder/urinary problems: bladder probs.,urinary probs.,uti, vag. Infect., vag. Discharge, other"), vaginal discharge ("bladder/urinary problems: bladder probs.,urinary probs.,uti, vag. Infect., vag. Discharge, other"), fatigue ("other injuries/symptoms: fatigue"), headache ("other injuries/symptoms: headaches"), tremor ("other: leg tremors and pain"), pain in extremity ("other: leg tremors and pain/ injury(ies) or complication please describe: numbness in legs"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), migraine ("migraines") and arthralgia ("joint pain") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes"), weight increased ("other injuries/symptoms: weight gain") and weight decreased ("other injuries/symptoms: weight loss"). Essure treatment was not changed. At the time of the report, the uterine perforation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, back pain, metrorrhagia, allergic rash, allergic skin reaction, hypersensitivity, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, tooth disorder, gastrointestinal disorder, hormone level abnormal, headache, weight increased, weight decreased, tremor, pain in extremity, female sexual dysfunction, menorrhagia, migraine, vaginal haemorrhage, psoriasis, hypoaesthesia, alopecia and arthralgia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergic rash, alopecia, arthralgia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, hypoaesthesia, menorrhagia, metrorrhagia, migraine, pain in extremity, pelvic pain, pregnancy with contraceptive device, psoriasis, psychological trauma, tooth disorder, tremor, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased and allergic skin reaction to be related to essure. The reporter commented: patient received treatment for pelvic/chronic pain, abdominal pain, back pain, dysmenorrhea (cramping), psych injury, bladder disorder, urinary tract disorder, uti, vaginal infection, vaginal discharge, fatigue, dental problems, gi conditions, hormonal changes, headaches, weight gain, weight loss, leg tremor and leg pain. Date of insertion: (B)(6) 2012, (B)(6) 2013. Pregnancy case under captured:- (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: results of confirm. Test: perforation.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') in an adult female patient who had essure (batch no: 040030) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." The patient's medical history included pregnancy with contraceptive device (pregnancy date: 2015) and miscarriage. Concomitant products included medroxyprogesterone acetate (depo provera) on (B)(6) 2012 to on (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("pain: chronic / pelvic"), menorrhagia ("menorrhagia (heavy menstrual bleeding)abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2013, the patient experienced gastrointestinal disorder ("other injuries / symptoms: gi conditions / gastrointestinal or digestive system condition type: bowel problems"). On (B)(6) 2013, the patient experienced tooth disorder ("other injuries / symptoms: dental probs / dental problems"). On (B)(6) 2014, the patient experienced psoriasis ("rashes or skin conditions type: psoriasis"). On (B)(6) 2015, the patient experienced alopecia ("alopecia"). On (B)(6) 2016, the patient experienced hypoaesthesia ("injury(ies) or complication please describe: numbness in legs"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy: stillbirth / miscarriage"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), abortion spontaneous ("miscarriage"), genital haemorrhage ("bleeding: gen. Abnormal bleed"), abdominal pain ("pain: abdominal"), dysmenorrhoea ("pain: dysmenorrhea (cramping)"), back pain ("pain: back"), metrorrhagia ("bleeding: metralgia (bleeding b/w periods)"), allergic rash ("allergy: rash/skin condition"), allergic skin reaction ("allergy: rash / skin condition"), hypersensitivity ("allergy: hypersensitivity"), psychological trauma ("psych injury"), bladder disorder ("bladder / urinary problems: bladder probs., urinary probs., uti, vag. Infect, vag. Discharge, other"), urinary tract disorder ("bladder / urinary problems: bladder probs., urinary probs., uti, vag. Infect., vag. Discharge, other"), urinary tract infection ("bladder / urinary problems: bladder probs., urinary probs., uti, vag. Infect., vag. Discharge, other"), vaginal infection ("bladder / urinary problems: bladder probs., urinary probs., uti, vag. Infect., vag. Discharge, other"), vaginal discharge ("bladder/urinary problems: bladder probs., urinary probs., uti, vag. Infect., vag. Discharge, other"), fatigue ("other injuries / symptoms: fatigue"), headache ("other injuries / symptoms: headaches"), tremor ("other: leg tremors and pain"), pain in extremity ("other: leg tremors and pain / injury(ies) or complication please describe: numbness in legs"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), migraine ("migraines") and arthralgia ("joint pain") and was found to have hormone level abnormal ("other injuries / symptoms: hormonal changes"), weight increased ("other injuries / symptoms: weight gain") and weight decreased ("other injuries / symptoms: weight loss"). Essure treatment was not changed. At the time of the report, the uterine perforation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, back pain, metrorrhagia, allergic rash, allergic skin reaction, hypersensitivity, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, tooth disorder, gastrointestinal disorder, hormone level abnormal, headache, weight increased, weight decreased, tremor, pain in extremity, female sexual dysfunction, menorrhagia, migraine, vaginal haemorrhage, psoriasis, hypoaesthesia, alopecia and arthralgia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergic rash, alopecia, arthralgia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, hypoaesthesia, menorrhagia, metrorrhagia, migraine, pain in extremity, pelvic pain, pregnancy with contraceptive device, psoriasis, psychological trauma, tooth disorder, tremor, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased and allergic skin reaction to be related to essure. The reporter commented: patient received treatment for pelvic/chronic pain, abdominal pain, back pain, dysmenorrhea (cramping), psych injury, bladder disorder, urinary tract disorder, uti, vaginal infection, vaginal discharge, fatigue, dental problems, gi conditions, hormonal changes, headaches, weight gain, weight loss, leg tremor and leg pain. Date of insertion: on (B)(6) 2012, on (B)(6) 2013. Pregnancy case under captured: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2015: results of confirm. Test: perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2019: pfs&mr received: reporter information was added. Lot no was added. New event added vaginal bleeding, psoriasis, numbness in legs, hair loss, joint pain. Severity added abdominal pain, joint pain. Concomitant drug, medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') in an adult female patient who had essure (batch no. 040030-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included pregnancy with contraceptive device (pregnancy date :- 2015) and miscarriage. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2012 to may 2012. On (B)(6) 2012, the patient had essure inserted. In june 2012, the patient experienced pelvic pain ("pain: chronic/ pelvic"), menorrhagia ("menorrhagia (heavy menstrual bleeding)abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2013, the patient experienced gastrointestinal disorder ("other injuries/symptoms: gi conditions/ gastrointestinal or digestive system condition type: bowel problems"). In december 2013, the patient experienced tooth disorder ("other injuries/symptoms: dental probs/dental problems"). In may 2014, the patient experienced psoriasis ("rashes or skin conditions type:psoriasis"). In october 2015, the patient experienced alopecia ("alopecia"). In january 2016, the patient experienced hypoaesthesia ("injury(ies) or complication please describe: numbness in legs"). In june 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy: stillbirth/miscarriage"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), abortion spontaneous ("miscarriage"), genital haemorrhage ("bleeding: gen. Abnormal bleed"), abdominal pain ("pain: abdominal"), dysmenorrhoea ("pain: dysmenorrhea (cramping)"), back pain ("pain: back"), metrorrhagia ("bleeding: metorhagia (bleeding b/w periods)"), allergic rash ("allergy: rash/skin condition"), allergic skin reaction ("allergy: rash/skin condition"), hypersensitivity ("allergy: hypersensitivity"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: bladder probs.,urinary probs.,uti, vag. Infect., vag. Discharge, other"), urinary tract disorder ("bladder/urinary problems: bladder probs.,urinary probs.,uti, vag. Infect., vag. Discharge, other"), urinary tract infection ("bladder/urinary problems: bladder probs.,urinary probs.,uti, vag. Infect., vag. Discharge, other"), vaginal infection ("bladder/urinary problems: bladder probs.,urinary probs.,uti, vag. Infect., vag. Discharge, other"), vaginal discharge ("bladder/urinary problems: bladder probs.,urinary probs.,uti, vag. Infect., vag. Discharge, other"), fatigue ("other injuries/symptoms: fatigue"), headache ("other injuries/symptoms: headaches"), tremor ("other: leg tremors and pain"), pain in extremity ("other: leg tremors and pain/ injury(ies) or complication please describe: numbness in legs"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), migraine ("migraines") and arthralgia ("joint pain") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes"), weight increased ("other injuries/symptoms: weight gain") and weight decreased ("other injuries/symptoms: weight loss"). Essure treatment was not changed. At the time of the report, the uterine perforation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, back pain, metrorrhagia, allergic rash, allergic skin reaction, hypersensitivity, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, tooth disorder, gastrointestinal disorder, hormone level abnormal, headache, weight increased, weight decreased, tremor, pain in extremity, female sexual dysfunction, menorrhagia, migraine, vaginal haemorrhage, psoriasis, hypoaesthesia, alopecia and arthralgia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergic rash, alopecia, arthralgia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, hypoaesthesia, menorrhagia, metrorrhagia, migraine, pain in extremity, pelvic pain, pregnancy with contraceptive device, psoriasis, psychological trauma, tooth disorder, tremor, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased and allergic skin reaction to be related to essure. The reporter commented: patient received treatment for pelvic/chronic pain, abdominal pain, back pain, dysmenorrhea (cramping), psych injury, bladder disorder, urinary tract disorder, uti, vaginal infection, vaginal discharge, fatigue, dental problems, gi conditions, hormonal changes, headaches, weight gain, weight loss, leg tremor and leg pain. Date of insertion: (B)(6) 2012, (B)(6) 2013. Pregnancy case under captured:- (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: results of confirm. Test: perforation.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.